Event description:
On (B)(6), 2010, communication errors were encountered when attempting to interrogate the pacemaker involved in this MDR report. Upon re-interrogation, device was found in standby mode, but the device re-initialization could not be performed. On (B)(6), 2010, device was forced to switch to standby mode, but again, the re-initialization was not possible. Therefore, device replacement was recommended.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was mfg and used outside the us. The device model involved in this MDR report is not approved in the us; however, it is similar to symphony dr models approved under p950029. Analysis is pending.